Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to incorrect infusion set being used leading to hyperglycemia. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). - MDR 3003442380-2025-11273. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009124, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009124". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6009124 was manufactured according to the work instruction (wi) version 58 and manufactured in the line 01 on 11-sep-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. No testing is required for malfunction code malfunction code not on list conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, two complaints thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). The initial MDR with manufacturing report number, was submitted on 04-july-2025.upon receiving additional information, it was discovered the malfunction code has been changed from "product used off-label or against the contraindications or not according to the instructions for use" to "malfunction code not on list".

Event description:
To date, additional patient or event details were received which have been added in h11.